Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had poor image quality. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding, flooding of image capture, and puncture of electrical contacts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction it was confirmed that the image was not displayed because e229 was displayed due to flooding of the cable and image capture. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unspecified therapeutic procedure, the subject device had poor image quality. There was no report of patient harm.